Event description:
Based on the additional information received for this event, it was reported that the symptoms improved after the patient stopped using the product.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Additional information: b5: event information. Updated information: d4: UDI # (B)(4). Upc #: 4901730021906. Expiration date: 11/30/2025. Additional information: d10: concomitant medical product. It was reported that patient was taking, olopatadine medication frequency: 2 twice a day and reason for use: difficulty in breathing easily developed while the consumer was sleeping because of adenoidal hypertrophy. H2, h4, h6: device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on january 17, 2023. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes and admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. A4, a5: weight, and ethnicity and race were not provided for reporting. D1, d2, d3, d4: this report is for (band aid brand kpp regular 10ct ap 4901730021906 79607296apa). Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA 381371175338 8137117533usa). D4: UDI# (B)(4). Upc #: 4901730021906. Expiration date: na. Lot #: 0173c. D9: device is not expected to be returned for manufacturer review/investigation. H3, h4, h6: device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. H6: health effect clinical code: e2330 also refers to consumer alleged "pain developed because the finger had been pressed possibly with the swollen strip". E1716 refers to consumer alleged "area below the nail had been slightly discolored". E2338 refers to consumer alleged "finger began to be swollen" following use of product, consumer developed pain in the finger which also ¿began to be swollen¿ and an ¿an area below the nail had been slightly discolored¿. The consumer used an ointment on the recommendation of a dermatologist; it was also reported that the consumer was admitted to hospital on (B)(6) 2023. Consumer¿s reply was inconclusive on whether it was only a visit or the consumer child was actually admitted to hospital. Based on limited information available, hospitalization conservatively considered and case assessed as serious. There is limited information available in the case to assess if the events were associated with the underlying skin condition, use of the product, or another alternative explanation. The limited information regarding medical management precludes further meaningful medical assessment. It may be noted that this is an isolated case at this time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A consumer, who is a parent of a five-year-old child, reported her child had dryness and chapped skin on the child¿s finger. Consumer reported she wrapped the finger with band-aid brand hydroseal bandage product and pain developed. The strip was removed and around the area, below the nail, it was slightly discolored. Within few days, the discoloration spread, and the finger began to swell. Consumer sought medical intervention for the child with a dermatologist. Dermatologist applied fucidin leo ointment (sodium fusidate) as treatment and child was admitted to hospital (B)(6) 2023. It was reported that the child was not experiencing any adverse events while reporting this event and the reactions ended on (B)(6) 2024.